Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro wires were noticed to be displaced from the jaws of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: event description changed. Patient code changed to "no patient involvement". Internal complaint # (B)(4). Autonumber: (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro wires were noticed to be displaced from the jaws of the device. A replacement device was used to complete the procedure.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Although it was reported that there was no patient involvement, signs of clinical use with traces of blood were observed on the tool jaws. Microscopic inspection showed that the heater wire was flexed away and slightly twisted at the tip of the hot jaw but remained attached to the jaw. The silicone boot insulation appeared intact. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro wires were noticed to be displaced from the jaws of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.